Event description:
The customer claims that the qrs complexes show inconsistencies and wants them investigated.

Manufacturer narrative:
(B)(4). The customer claims that the qrs complexes show inconsistencies and wants them investigated. Philips received the unit for evaluation. The symptom could not be duplicated. The device was returned to the customer after passing all required testing. Based on the customer¿s report we will consider this to be a malfunction. We cannot determine the cause since the symptom could not be duplicated.